Event description:
It was reported that bilateral patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain and loosening of the tibial tray. No revision procedure has been reported.

Manufacturer narrative:
Concomitant medical products: articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog#: 42511400410 lot#: 62214488, all poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 62394483, femur cemented posterior stabilized (ps) narrow left size 5 catalog#: 42500005801 lot#: 62176973. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain and loosening of the tibial tray. No revision procedure has been reported.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06432 and 0001822565-2018-06433. Medical products: unknown persona femoral catalog#: ni lot#: ni, unknown persona tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee procedure on an unknown date. Subsequently, patient is reporting loosening of the knee, and that a revision procedure will be necessary.